Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The polarx balloon catheter was selected for use during the pulmonary vein isolation ablation procedure. It was reported that the blood detected error occurred six minutes into the procedure. Replacing the catheter resolved the error. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Based on the additional information received, the error triggered was not a true detection of blood in the catheter. A false blood detection error does not present a risk of serious injury to the patient, and as such, the referenced event was reassessed as not reportable. There have been no serious injuries reported associated with these events; the only harm reported associated with false blood detection error events is a negligible or limited delay in the procedure to exchange the catheter, as reported in the referenced event. Bsc has found no instances of the system not detecting a true occurrence of blood in the catheter. The blood detection system continues to be an effective measure for detecting actual instances of blood ingress inside the catheter if it should occur during use.

Event description:
The polarx balloon catheter was selected for use during the pulmonary vein isolation ablation procedure. It was reported that the blood detected error occurred six minutes into the procedure. Replacing the catheter resolved the error. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis. It was additionally reported that blood was not present in the balloon catheter, indicating it was a false blood detection error. The error was triggered when introducing the polarx catheter in the polarsheath,